Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-04349 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, they successfully attached the bands to the varices however; some of the bands fell off. They were able to place enough bands between the two devices to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
A customer reported her freestyle freedom lite meter was reading lower (140 mg/dl) compared to her doctor's meter (199 mg/dl). She reportedly thought she was hypoglycemic as she experienced lightheadedness and dizziness, however, she was seen at a health care facility where she was diagnosed with hyperglycemia and treated with unknown intravenous infusion. They also did a blood and urine tests. The customer additionally self-treated with her regular oral diabetic medications to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.